Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode) was confirmed. Upon eval white pulse wire was broken inside the trunk cable. The root cause for the broken wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the broken pulse wire. The pt was issued a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.